Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) who reported that the event was resolved and the pump will not be returned as it won't be released from the facility due to protocol.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 rtg0106670 (rep): information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was seeing code "467" on their ptm and also hearing an alarm consistent with the critical alarm. (B)(6) 2020 704081692_e1 (hcp, rep): additional information was received from the manufacturer's representative (rep) via the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the patient's pump was replaced on (B)(6) 2020 and the critical alarm reported was resolved. The specific alarm code the patient saw was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unknown non-malignant pain, rsd/causalgia ¿ complex regional pain syndrome, and multiple back operations. It was reported that the patient called physician late last night ((B)(6) 2020) after hearing the pump alarm. The pump was heard alarming every 10 minutes. The patient had no symptoms. The patient was instructed by physician to go to emergency room (e)r) for testing and evaluation. A company representative checked the pump the morning of (B)(6) 2020 and there was a current motor stall detected. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled for emergency pump replacement this evening of (B)(6) 2020. The issue was not resolved at the time of the report. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.